Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid right coronary artery (rca) for treatment of a 90% stenosis, pre-dilatation was performed using a 2.5 non-abbott balloon. A 2.75x38 xience prime stent delivery system (sds) was advanced to the distal segment of the vessel and the stent was successfully deployed. Pre-dilatation was performed in the proximal segment of the rca using a nc tenku balloon and a 3.5x38 rx xience prime sds was advanced to the mid segment of the vessel but could not cross. The vessel was not tortuous and guide catheter support was sufficient; therefore, a non-abbott guide wire was advanced to be use as a buddy guide wire. The 3.5x38 rx xience prime sds was advanced but resistance was met. The sds was withdrawn through the 6f guide catheter with some resistance and removed from the anatomy. Outside of the anatomy, the distal segment of the stent implant was found to be slightly flared. A non-abbott stent system was used successfully to treat the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: asahi intecc sion,terumo runthrogh. Guide cath: terumo heartrail 6f. Stent: xience prime 2.75x38. Against resistance, incorrect removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency.